Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had fallen apart and parts were unattached. Therefore, the reported condition that the device was missing components was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device had fallen apart ¿ unattached, and the device would not run. It was noted in the service order that the device had component damage and was missing components. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.